Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call, the needle was missing. The customer's blood glucose was not provided. Troubleshooting was not performed. The sensor is not returning for analysis.